Event description:
It was reported that during a robotically assisted bronchoscopy procedure, as the physician was taking anterior/posterior scout shots using a 3d c-arm, the patient began to exhibit irregular heart rhythms. The physician decided to abort the procedure. The patient went into atrial fibrillation and coded. Chest compressions were started immediately. The code continued for 30 - 35 minutes, and the patient passed away. No biopsies or needle aspirations were performed during the procedure. No issues were reported involving the devices used during the procedure.